Event description:
A customer reported that the footswitch was working intermittently during a vitrectomy procedure. The footswitch was disconnected to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).